Event description:
Non-physiologic noise and inappropriate vf detection were noted. The patient experienced the same with two different rv leads. It is unclear if it was a lead or device issue so the physician replaced the system. The event occurred in (B)(6) 2018. No implant date was provided.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 68 months and 26 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms no peculiarities were noted. The only vf episode, from (B)(6) 2018, was triggered exclusively due to intrinsic heart signals. Further inspection of the freeze iegms from the explantation day documented the presence of noise in the right ventricular channel. Therefore a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available freeze iegms the occurrence of noise was observed in the right ventricular channel. However, the iegms from (B)(6) 2018 documented only intrinsic signals. A thorough analysis of the ICD proved the device to be fully functional.